Event description:
It was reported that during a gastric sleeve procedure, the device was leaking pneumo and there was a gap when they would insert the camera and instruments through the trocars. They seemed to leak more when they torqued the trocars about 45 degrees. One trocar was placed in the lower right quadrant and the other was in the umbilicus. The customer used different trocars to complete the case there was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Scraper damaged. The analysis results found that the b12lt device (a) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. In addition, the scraper was found to be torn. One potential cause for the damage found may be the snagging of an instrument during insertion. This finding is not related with the event reported. No incident related to the reported event was observed during the batch record review. The analysis results found that the b12lt device (b) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. Device b additional information: batch # g9jk8p, expiration date: 02/2015, manufacturing date: 03/2010.